Event description:
It was reported that this right ventricular (rv) lead has been dislodged and it was confirmed through chest x-ray. Additionally, the patient developed pleural effusion. Furthermore, the lead was surgically repositioned. Additional information was obtained from the field representative which indicated that low amplitude noted. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.